Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a low battery alert prior to the display going blank. When the display returned the settings were gone. The patient's blood glucose at the time of incident was 3.8 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected off no power, low battery or unexpected restart alarms were noted. No loss of memory or settings anomaly was noted. The pump was monitored for several days and no blank display anomaly was noted. No damage was found on the interface board or lcd isolation tape. The pump had a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.